Event description:
Patient reported their dentist told them to stop using the byte aligners immediately. Due to the use of the byte aligners they now need a skin graft and a biopsy for idiopathic osteosclerosis. Their gums have deteriorated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.